Event description:
It was reported that the 2600 system had poor image quality. The image was jumpy and unclear. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The auxiliary interface board was replaced and the kv tracking was calibrated during the service call. There were spikes in power found from the outlet. The system was tested and found to be working as intended and put back into service.